Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/22/2016, that on (B)(6) 2016, the receiver displayed a 121 error. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri nov 11 16:04:20 est 2016 with MFR# 3004753838-2016-83686. The ack3 was received on fri nov 11 16:04:20 est 2016 with coreid: (B)(4).